Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 716 mg/dl. Troubleshooting revealed that the customer's belt clip broke and the insulin pump has been dropped several times since then. Had the customer shake the insulin pump and she did hear rattling. It was stated that the customer's blood glucose levels have been out of control since the insulin pump was dropped and she has changed the infusion three times in the past four days. Advise the doctor that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.